Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element mr ous 2.75 x 16 mm stent delivery system (sds) was returned for analysis. Visual examination of the stent identified damage to the proximal stent. The first two proximal stent strut rows were stretched in a proximal direction. The stent showed no signs of movement and was set between the proximal and distal markerbands. An undamaged section of the crimped stent outer diameter was measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were identified. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer lumen and the mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 24-jun-2019. It was reported that crossing difficulties encountered. The 80% target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.75x16mm promus element drug-eluting stent was advanced for treatment. However, during procedure, the stent did not pass through the lesion. The procedure was completed with another of same device. No patient complications reported and the patient status was fine. However, returned device analysis revealed stent damage.